Manufacturer narrative:
It was reported that during routine check up the cardiosave intra-aortic balloon pump (iabp) had power up - failure. There was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) waiting for coil cable to replace but still part not received. The gfe was performed to get service details but information received as service not completed. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. There is no further information available.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported under mfg report number 2249723-2024-03713. Please refer to mfg report number 2249723-2024-03713 for all information for this complaint event. Please cancel in your database mfg report number 2249723-2024-00508.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was unable to start. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed coil cable issue. Fse replaced the coil cable and error code 111 no longer appears in the system, but the system still fail to starts intermittently. Fse followed some recommendations to the costumer, which suggest replacing the executive processor board however the customer has not decided to repair it yet. If any pertinent information is received in the future, a supplemental report will be submitted.